Event description:
Pt presented to (B)(6) for cryospray treatment of esophageal cancer on (B)(6) 2012. A known stricture prevented the csa supplied 20 french, dual lumen, csa cryogen decompression tube (for venting) from being placed in the pt as specified in the instructions for use. No active venting tube was used for gas evacuation. The pt's abdomen was monitored for distention during the procedure per the instructions for use (IFU). After a few seconds into the first spray, the abdominal monitoring nurse noted gastric distention. The pt's esophagus and abdomen were examined endoscopically and a large perforation was observed in the posterior wall of the stomach. Perforation was repaired surgically and the pt was discharged 6 days after the event.

Manufacturer narrative:
The physician used the device without the csa cdt/active suction and outside of the cleared labeling and instructions for use. Retraining of the treating physician and nursing staff was completed by csa medical on (B)(6) 2012, with an emphasis on proper venting techniques as described in the instructions for use (IFU).